Event description:
The customer obtained falsely high troponin I results on pt samples. Elevated results of this magnitude might initiate a cardiac catheterization. The sample was repeated and the results were negative. There was no report of pt harm as a result of this event.